Event description:
It was reported that when the ngenius universal tracker was clamped down the fixation was not solid, during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that when the ngenius universal tracker was clamped down the fixation was not solid, during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
During failure analysis, the reported event that the device had a fixation issue and did not have a solid fitting was confirmed by the complaint engineer. During the visual inspection, the interface was found to be loose. Additionally, the grey cap was also found to be loose. The device was discarded by the manufacturer following evaluation.